Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable findings documented in b5, non-reportable findings are as follows; due to wear of angle wire, bending angle in up direction did not meet the standard value; there was no electrical continuity due to corrosion on distal end; due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value; adhesive on the bending section cover had white-clouded area; due to clogging of nozzle, water removal ability did not meet the standard value; adhesives around objective lens had white-clouded area; connecting tube had a dent; universal cord had a wrinkle; and universal cord and protector of universal cord on control section side had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had reduced angulation. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign matter came out of the nozzle and foreign matter was found on the tip cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.